Event description:
It was reported that a month after a routine device change out, the patient developed an infection with (B)(6). The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 419388, implantable pacing lead, (B)(6) 2008; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).